Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump received stuck button alarm. Customer¿s current blood glucose level was 158 mg/dl. Customer also reported that they received low battery alarm. The insulin pump will not be returned for analysis.